Manufacturer narrative:
Based on new information received, the biomedical (biomed) technician provided a service quote to the customer for service and repair, but the customer did not respond. No work order was generated. No further information could be obtained. The complaint will be processed for closure. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating a component failure. The customer reported that the unit will power on by itself. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse troubleshot the device with the customer. The rse provided the part number for a replacement user interface pcba as requested by the customer. The investigation is ongoing.